Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a consumer and healthcare provider via manufacturer representative regarding a patient who was receiving morphine [20 mg/ml] at a rate of 1.0 mg/day via intrathecal drug delivery pump. The indication for use of the pump was non-malignant pain. It was reported that, on (B)(6) 2016, an attempt was made to aspirate the catheter but was unsuccessful. A catheter revision took place on (B)(6) 2016 due to the patient experiencing a lack of pain relief and withdrawal symptoms. During the revision, a kink in the spinal segment was discovered and corrected by repositioning the anchor and catheter to insure flow. Following the revision, the catheter was aspirated successfully and the issue was considered resolved. The catheter was reprimed, and the patient was doing well with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.